Event description:
It was reported that during a urinary organ procedure, when the gauze was in and out through the trocar several times to stop bleeding, gas leak occurred and abdominal air pressure was decreased. The doctor checked and found that the duckbill valve had fallen into the pt. The fallen piece was already retrieved and the operation was finished without any problem. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.